Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the power logic board and triac were replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer at an in-center hemodialysis (hd) user facility reported burned resistors on a machine's while evaluating a high temperature issue that occurred on the unit while in heat disinfect. There was no patient connected to the machine at the time of the event. The facility's biomedical technician was troubleshooting the high temperature alarm generated by the machine, when the smell of burnt electronics began to emanate from the interior of the unit. No smoke, sparks, or flames were visible. Upon visual examination, the biomed traced the smell to charred resistors (10 and 11) on the power logic board. The biomed replaced the power logic board and the heater triac to resolve the issue. The unit was returned to service at the user facility with no further issues. No parts were made available for evaluation as the replaced components were discarded by the user facility.